Manufacturer narrative:
B6: imaging evaluation was attached. H6: code c20- a review of the manufacturing records for the device could not be conducted as the lot/serial number remains unknown. The device remains implanted and is not available for investigation. Additional information was requested from the site, however, this information is not available. Code f- 28 was used to cover that the physician is monitoring the patient, the event is ongoing and further reintervention was planned. The date of the procedure remains unknown. It was reported that the device separation and distally migration was due to the tortuosity in the right external iliac artery and caused a type iii endoleak. The plc181000/29947522 and plc181000/ 29393255 devices were reported separately and covered in the report# 3013164176-2025-02672.

Manufacturer narrative:
H6: code c20- a review of the manufacturing records for the device could not be conducted as the lot/serial number remains unknown. The device remains implanted and is not available for investigation. Further information was requested from the site; however, this information is not available. The plc181000/29947522 and plc181000/ 29393255 devices were reported separately and covered in the report#: 3013164176-2025-02672. Images were provided for analysis. The investigation is in process. Further information will be provided in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, the patient underwent endovascular procedure to treat an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis devices and a gore® excluder® iliac branch endoprosthesis. It was reported that post- op. At the follow up scan, it was determined that the plc device implanted on the right side separated from the iliac branch endoprosthesis and migrated distally approximately 60mm due to the tortuosity in the external iliac. Additionally, a type iii endoleak was noticed. Reportedly, there were no problems noticed with the iliac branch endoprosthesis/ also, there was no vessel coverage noted. The physician is planning to reline devices using a plc161100 device. The date of reintervention remains unknown. The patient is doing well.